Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a cut line? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure the staples did not come out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: n53h43. Device evaluation: the analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.